Event description:
It was reported by the customer that the pyxis medstation es system stuck on blue screen. The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that issue caused due to software. A technical support specialist, reinstalled the rss and modified the file path to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.